Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated recurrent uti with hematuria, urinary frequency, bilateral pelvic pain, stage 2 pelvic organ prolapse, difficulty with urination, continued pelvic pain, infection, bleeding, pain, urinary problems.